Manufacturer narrative:
The product family for this women's healthcare product is unk. Therefore, we are unable to determine the associated labeling and (B)(4) to review. Although the product family is unk, the women health product IFU's are found to be adequate based on past reviews.

Event description:
(B)(4). It was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced significant severe, permanent and physical pain, disability, has sustained permanent injury, permanent substantial physical deformity, and has undergone and will undergo corrective surgery or surgeries. The irrigation does not specifically state which product was used on the pt; therefore, an unk complaint is being entered. Add'l info has been requested but not yet received.